Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty fsr(gold). Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood glucose was 315 mg/dl. The customer stated that there is occasional bumped and dropped of the pump. Customer doesn't received an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.